Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced, deployed and released in the laa. Post procedure, the patient developed a pericardial effusion. There was no intervention required to treat the effusion. The patient remained in the hospital for monitoring. No further complications occurred.